Manufacturer narrative:
D6a: unknown date in may 2019. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip arthroplasty. Subsequently, the patient reported that approximately 6 years after initial implantation their legs started to give out and that their provider informed them that their hip replacement is failing. As a result, the patient is scheduled for a revision on a future date. No further patient impact reported. No further information available.